Event description:
A customer contacted baxter to report that the uv transfer set separated from the bag after 30 days of use. A connector cover was used. The actual sample is available for evaluation.

Manufacturer narrative:
One used set was received (no titanium adapter returned) in the lab in reference to a leak. During the visual inspection, no manufacturing abnormalities were noted. A lab titanium adapter was functionally hand tightened without difficulty and tested set underwater at 8 psi with no leaks or issues noted. The complaint could not be confirmed in the lab.